Manufacturer narrative:
(B)(4). Cartridge. The analysis results found that the 6r45b reload was received fully loaded with staples. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned reload was tested for functionality with a test device; the device fired, cut and formed the staples as intended. The reload was loaded completely and without any difficulties and did not eject out of the device.

Event description:
It was reported that during a vats procedure, the magazine fell out of the instrument in the situs, the surgeon found the magazine in the situs and removed it. The 2nd procedure was not related to the cartridge falling off, it was for another issue. No further information is available. The customer disposed of the device.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.